Event description:
The company was informed that the pt did not like the placement of the device and a surgery was performed to reposition the pt's device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt's device has been activated. The pt's device remains implanted.